Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2020 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2020 product type extension product ID 3389s-40 lot# va1zmw7 implanted: (B)(6) 2020 product type lead product ID 3389s-40 lot# va25pzu implanted: (B)(6) 2020 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) provided additional information and confirmed with the hcp that the short was observed in the right lead and extension. The cause of the impedance remains unknown. The impedance has not been resolved; however, no other actions will be taken.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40, (lot: va1zmw7); product type: 0200-lead; implant date (B)(6) 2020; section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6) ); product type: 0191-extension; implant date (B)(6) 2020, brand name activa; product ID 3708660, (serial: (B)(6) ); product type: 0191-extension; implant date (B)(6) 2020, brand name activa; product ID 3389s-40, (lot: va25pzu); product type: 0200-lead; implant date (B)(6) 2020, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep)  that during ins replacement today due to normal battery depletion, impedances were taken and a short was noticed on contact pair 8/9. The value was reported as 65 ohms; case/8: 886 ohms and case/9: 882 ohms were reported. These contacts were and are not being used in programming per rep. Pss reviewed short circuits and possible location for the short but that wasn't always a guarantee.